Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure.

Event description:
It was reported that the prostiva handpiece needles failed to retract into the cartridge. The procedure was completed with another handpiece. Further information is being requested.